Manufacturer narrative:
Visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload.

Event description:
It was reported that patient with scoliosis underwent an unspecified spinal procedure. Intra-op, driver slipped on the screw and tip of the driver worn. Surgeon had to use another t25 driver to complete the surgery. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.